Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure in tricuspid position where on post operative day (pod) #2, the patient presented with asystole and a temporary pacemaker was implanted. On pod #5, patient received a pacemaker permanent triple-chamber (biventricular) (crt-p). Event outcome was recovered.

Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional information received states it was previously noted that the patient presented with asystole on post-operative day (pod) 2. However, new information was provided that the patient had third-degree atrioventricular block which was the cause of the pacemaker implantation. The complaint for valve interacts with conduction system was confirmed with other empirical evidence. The device history records were reviewed finding there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined.